Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by arthroscopy, sports medicine, and rehabilitation titled "perilunate fracture-dislocation: results at mean follow-up of 7 years after orif." The study reviewed seventeen (17) patients who underwent hand and wrist procedures using arthrex corkscrew to treat scapholunate instability. Two (2) patients had a revision during the three (7) year follow-up period. Ref: benseddik, a., et al. (2024). "Perilunate fracture-dislocation: results at mean follow-up of 7 years after orif." J hand surg asian pac vol 29(4): 294-301.